Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
A healthcare professional reported rupture on the left side. The device remains implanted.

Event description:
Patient reported rupture on the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification) anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. No additional observation.

Event description:
A mammogram provided by the patient confirmed left extracapsular rupture, "lymph nodes contain silicone", and "small cysts". The device has been explanted and replaced.

Event description:
A healthcare professional reported rupture on the left side. A mammogram provided by the patient confirmed left extracapsular rupture, "lymph nodes contain silicone", and "small cysts". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.